Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained vt episodes were observed due to ventricular oversensing of noise. Myopotential signals were suspected. No intervention was reported, and patient will be monitored remotely. Programming changes will be made during the next follow-up.